Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. Provided photos did not show enough objective evidence to verify the reported problem. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that just after intra-aortic balloon (iab) therapy was initiated, blood leakage was observed in the catheter shaft and internal balloon. Replaced iab catheter to continue therapy. Mild tortuosity and calcification were noted in the patient vessel. No patient injury was reported.